Event description:
It was reported the catheter was revised. There was no possibility to inject fluid via the port holes into the catheter. The system was explored and both pieces were disconnected from each other. Where the catheter was going into the spinal canal there was a kink with occlusion as a result. The spinal segment was fixated again and the issue was solved. The system was being used to deliver morphine. The patient was doing well as of the date of this report.

Manufacturer narrative:
Product ID: 8781, lot# 0207469289, implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, lot# 0207469289, implanted: (B)(6) 2013, product type: catheter. (B)(4).